Manufacturer narrative:
Product event summary: the controller and ventricular assist device (vad) were not returned for evaluation. Log file analysis revealed that two (2) electrical fault alarms were logged on (B)(6) 2019 at 13:17:21 and (B)(6) 2019 at 20:31:17. The electrical fault alarms were indicative of an open phase on the front stator. This caused the pump to run on a single stator and triggered the subsequent high watt alarm on (B)(6) 2019 at 20:31:17, due to the increased power consumption required to run on a single stator. As a result, the reported event was confirmed. Based on the available information, a possible root cause can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0. Model #: 1420, catalog #: 1420, expiration date: 31-aug-2019, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 23-aug-2018, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited multiple electrical fault alarms which triggered a high watt alarm to occur at the same time. The connections between the controller and driveline were found to be secure with no damage found. The alarms were not able to be reproduced. Possible contamination of the driveline was discussed, but it is unknown what caused the electrical fault alarms. The controller and ventricular assist device (vad) remain in use. No patient complications have been reported as a result of this event.